Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review and inquired if this cardiac resynchronization therapy defibrillator (crt-d) system was magnetic resonance imaging (MRI) conditional. Ts reviewed the device settings and found that the left ventricular (lv) lead exhibited high out of range pacing impedances. Ts advised the hcp that the crt-d system is not approved for MRI due to the high out of range pacing impedances on the lv lead and if MRI scan was to be completed it would be considered to be off label. At this time, the lv lead remains in service. No adverse patient effects were reported.